Manufacturer narrative:
Unit received with intermittent response from all buttons due to brunt and peeling keypad overlay. Unit passed displacement test and self test. Unit received with scratched case. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump buttons was melted or burned. Customer stated that insulin pump screen was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.